Event description:
The customer reported that while the central station was in use monitoring patients along with telepacks at the bedsides, the central station failed to alarm or store the information as an alarm when a patient had a run of ventricular tachycardia. No patient injury was reported.

Manufacturer narrative:
Datascope clinical education reviewed the documentation of the event provided by the customer, and agreed that it did appear that the software algorithm had not identified a ventricular tachycardia condition. Copies of the documentation were provided to datascope's software vendor, for analysis. They advised that the software algorithm had failed to identify several of the ectopic beats in a 7 beat run. This resulted in the system not identifying ventricular tachycardia or one of several other ventricular arrhythmia alarms, ranging from a missed couplet to ventricular tachycardia. The following information has been excerpted from the panorama central station monitoring system operating instructions, "the panorama central station uses an arrhythmia algorithm to monitor ECG waveform data. The arrhythmia analysis feature is intended to detect ventricular rhythms only. However, due to physiologic differences in patient populations, the arrhythmia algorithm may occassionally result in a false alarm or may not recognize certain arrhythmia patterns." To date, datascope has not confirmed any other instances of missed ventricular tachycardia or other ventricular arrhythmia alarm. They continues to look for improvements to the algorithm. They are utilizing details of this event as input for future design improvements.